Manufacturer narrative:
During an inspection of the inner tube assembly returned to permobil, it was noted a crack had formed in the material of the top plate where it is welded to the inner tube. Inquiries to the service provider were made to which they had no knowledge of the crack having formed during the replacement of the inner tube. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component will be installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
It was noted during inspection of the fixed seat tube, a crack had started to form in the material of the top plate to which the seating system is mounted. No injuries were reported to have been sustained.